Manufacturer narrative:
Terumo did receive the actual device for evaluation. Visual inspection confirmed that the water inlet ports on the membrane were malformed. The damage to the port is consistent with an external force applied to the port. A review of the complaint files confirmed that there have been no previous reports for this lot. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, the water inlet ports on the membrane were malformed and making it difficult to put on the hansen water fittings. This occurred 4 times; however, no event information was provided for the 3 other events. The product was not changed out and the surgery was completed successfully.